Event description:
The international philips remote service engineer (rse) reported a ventilator was experiencing a battery failure during testing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the rse who confirmed and duplicated the reported issue. The rse advised the customer that they would need to replace the battery to address the reported issue. The customer decided to repair the ventilator themselves. Based on the information provided and service performed, the customers alleged malfunction was confirmed.

Manufacturer narrative:
Reporting institution name & address line:(B)(6). Reporter phone #: (B)(6).